Event description:
A micro driver rx coronary stent system was inserted into a patient for the treatment of an unk lesion. The vessel morphology was severely tortuous with severe calcification and 90 percent stenosis. It was reported that the device was inserted into the patient to a lesion treat a lesion that was pre-dilated with a 2.0mm x 15mm balloon. It was reported that the patient requested that the physician attempt with stenting before an open surgical repair. The physician deployed another MFR's stent in the lad. Since the blood flow around the other MFR's stent was not improved the physician advanced the device in the lad. It was reported that the physician was using excessive force to advance the device, however, the stent was unable to cross the lesion. The physician elected to remove the stent delivery system. Upon removal of the undeployed stent the physician noticed that there was no stent on the delivery balloon. The stent had dislodged from the balloon. The physician was able to successfully remove the stent from the patient with a goose neck snare. The physician believes that the severe tortuousity and severe calcification contributed to the stent coming off the balloon in the patient. The physician inserted an intra-aortic balloon counter pulsation pump and elected to perform a coronary artery bypass graft. The stent and stent delivery system were discarded by the user facility. The patient is reported to be stable. Please note that this device used is catalog number which is marketed and distributed outside the united states; however, it is similar to the united states marketed and distributed product.

Manufacturer narrative:
Patient's condition affected effectiveness of device (severely tortuous and severely calcified vessels); inherent risk of procedure (stent dislodgement). Conclusions - device failure/lack of effectiveness related to patient condition (severely tortuous and severely calcified vessels).